Event description:
Auto-suture ta55, 4.8 "misfired". Product code 015707 lot p7h333. Improperly stapled lung tisse. Surgeon stated that the stapler sounded "funny" when fired. When released & staple line was examined, it was noted that some staples were crossed over themselves & some staples had not "closed" properly or completely.